Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with low back pain and left leg radiculopathy secondary to lumbar spinal stenosis. Spinal stenosis lumbar spine, osteoporosis with compression fracture l1 and degenerative scoliosis lumbar spine. On (B)(6) 2006 the patient underwent a multi-level lumbar fusion, t11-s1 using rhbmp-2/acs and tsrh hardware. On (B)(6) 2006 returns to office post op, with wound looking better, it has dried up now and is healing. She complained of a pulling sensation in her back. No complaints to the lower extremities. X-rays look good and she is developing fusion. On (B)(6) 2006 patient returns for 6 month post op visit. Reports a little bit of prominent hardware toward top end of her incision that causes a little soreness when she leans a lot and bothers her slightly. Otherwise, noted to be doing well. Continues to walk and will start treadmill exercise. On (B)(6) 2007 patient returns 9 mos post op since multilevel lumbar fusion. She reports having a fair amount of mechanical low back pain. No radicular pain, no claudication. She is uncomfortable in most positions. On (B)(6) 2007 patient has consented to surgical procedure for removal of hardware on (B)(6) 2007. On (B)(6) 2007 patient underwent surgery consisting of removal of segmental fixation hardware from lumbar spine. Repeat laminectomy at l2 and l3 level. Excision of scar tissue, exploration of cauda equina for further decompression, duraplasty for repair of dural leak, evacuation of seroma; repeat fusion, l4-l5 level with bone grafting and bone grafting for fusion with morselized autograft. On (B)(6) 2007 lumbosacral spine shows hardware has been removed. Prior decompressive laminectomy changes in paraspinal bone graft. Prior compression deformity l1. Degenerative changes throughout the lumber spine. On (B)(6) 2007 returns for 6 wk post op visit for hardware removal and is healing very well. No leg symptoms or neurological complaints. States she does have pain when lying down at night. Also noted is cramping, muscles spasms in her back, mostly at night. On (B)(6) 2008 kyphoplasty for compression fractures att12 and l1 (B)(6) 2008 complains of constant burning pain to her thoracolumbar region and in the thoracic spine, and she complains of a lot of discomfort especially with weightbearing activities and being upright. X-rays show stable spine with fusion being solid and the spine shows no sign of new fractures. There is quite significant osteopenia on the x-ray (B)(6) 2008 returns to office reporting lots of trouble with pain in her back. It's a mechanical pain located at thoracolumbar junction, which is where previous kyphoplasty procedures were done on (B)(6) 2001. She complains of burning discomfort in that area with no radicular symptoms(B)(6) 2013 patient reports onset of low back pain with radiation into the legs. Xrays reviewed and they show generalized osteopenia and previous kyphoplasty procedures t12 and l1. Fusion t12 down through s1 that appears to be stable. Route of treatment with be reference to bone and mineral people for consultation and will arrange for bone density studies to be done prior to the next visit.